Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the non-invasive patient tracker (nipt) was not recognized even when it was inserted into the interface. There was no patient involvement.

Manufacturer narrative:
H3) the tracker was returned for analysis. The tracker had no tracking when connected to a known good system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 correction: this product was inadvertently returned and analyzed under this complaint. See regulatory report # 1723170-2024-01938 for the correct event details associated with this device. Regulatory report # 1723170-2024-01938 should be referred to for any additional information regarding this device and malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.